Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pacer dependent and asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited rice in impedance. All other electrical measurements were in range. The lead was capped and replaced. The patient was in stable condition post operation.